Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn between 25 and 36 hours on the arm. It was noted that the cannula was bent and possibly not inserted correctly into the infusion site. No information was provided on how the hyperglycemia was treated. Device was discarded.